Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email that a customer who was just trained on the pump was hospitalized due to low blood glucose. The customer's mother changed the infusion set for the first time she did not rewind the reservoir and ended up giving her son 100 units of insulin that led up to hospitalization. The blood glucose at the time of the incident was not known but they treated with glucagon. No further information was obtained.